Manufacturer narrative:
Secondary IV set model: list no 14230-28 by ICU medical. (3) secondary sets are also capped with a (3) spiro. No device returned. Because no device was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device pulled from primary line instead of secondary. The customer stated ; "there were multiple instances of these types of events, no harm came to any of the patients, the only issue was a delay in treatment and an increase in patient¿s time spent in the infusion center."